Event description:
Patient experienced air embolism during administration of IV CT contrast. Performance tests done, no issue with device. We would like to report this to medsun - even if it was working as designed, air was still able to be injected into the patient.